Event description:
It was reported that the patient had a loss of therapeutic effect. For the past year when the implantable neurostimulator (ins) battery gets to 25% or lower the patient started to feel bad. The patient felt ¿run down,¿ staggered, and his balance was not as good. He wanted to know why he would feel this way when there was still charge in the ins battery. The patient mentioned that his speech was still slurred, but that was something he had to trade off for mobility. The doctor had tried to correct this with programming, but nothing had worked for his speech. The patient was also worried that he had fractured a lead in his neck again. A CT scan was done of his ins and leads, but the result was not reported. There was no confirmation on the lead fracture or any further interventions, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger; product ID 64002, lot# n308432, implanted: (B)(6) 2012, product type: adapter; product ID 3387s-40, lot# v130906, implanted: (B)(6) 2008, product type: lead; product ID 3387s-40, lot# v129475, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).